Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 600 mg/dl. Bg was addressed with an infusion set change, manual injection, and correction bolus. Reportedly, customer assumed the pump and/or infusion set was not working. However, customer could not pinpoint a direct issue with the pump/infusion set. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Customer used the cartridge for 3 days with humalog insulin instead of 2 and tandem technical support educated customer on cartridge/insulin labeling.